Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2015. According to the complainant, during the procedure, an ultratome xl device was inserted through the olympus duodenoscope for cannulation. When the tip already reached the common bile duct (cbd), the jagwire guidewire was then inserted through the ultratome xl up to the ampulla. As the physician trying to insert the guidewire into the cbd, it was noticed by the nurse that the hydrophilc tip of the guidewire got detached, exposing the tip of the metal corewire. The detached tip was removed from the patient using forceps. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached exposing the corewire. Evidence of adhesive remnants were found which indicates that the pebax tip was correcty adhered during the manufacturing process. Sanding marks were found on the core wire. No evidence of fractured core wire. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the corewire. The corewire was not fractured. Based on all available information, it fails to indicate a root cause or probable root cause for the fully detached guidewire tip. It is concluded that the most probable root cause for this event is "undeterminable". A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an ultratome xl device was inserted through the olympus duodenoscope for cannulation. When the tip already reached the common bile duct (cbd), the jagwire guidewire was then inserted through the ultratome xl up to the ampulla. As the physician trying to insert the guidewire into the cbd, it was noticed by the nurse that the hydrophilc tip of the guidewire got detached, exposing the tip of the metal corewire. The detached tip was removed from the patient using forceps. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.